Event description:
It was reported that the plastic casing (grommet seal) around the setscrew was cracked and came off during the surgical procedure. A new neurostimulator was then used in its place. Further info was requested.

Manufacturer narrative:
(B) (4): final analysis of neurostimulator (B) (4) showed reliability non-conformance. The setscrew washer and grommet were detached from the connector module and were not returned. There was no evidence that a washer was ever welded to the connector module. There was good stable output on every electrode pair including the unipolar mode. The output matched the programmed settings. There were no issues when pressing on the ins can.